Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and pelvic pain ('pain/pelvic pain/ pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, nausea, vomiting and vertigo. It was unknown whether plaintiff underwent essure confirmation test. Concurrent conditions included obesity and perineal pain. Concomitant products included budesonide;formoterol fumarate (symbicort), iron, metoprolol succinate and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal distension ("other injury(ies) or complication(s): bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain/ abdominal pain"). In 2014, the patient experienced allergy to metals ("nickel allergy/ allergy:nickel post-essure") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("uti") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal via hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, urinary tract infection, weight increased and alopecia outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, abdominal pain, metrorrhagia, iron deficiency anaemia and genital haemorrhage had resolved and the vaginal haemorrhage, fatigue, hormone level abnormal, migraine, nausea, vaginal discharge, weight fluctuation and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 285 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and perineal pain. Concomitant products included budesonide;formoterol fumarate (symbicort), iron, metoprolol succinate and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal distension ("other injury(ies) or complication(s): bloating"). In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In 2014, the patient experienced allergy to metals ("nickel allergy") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal via hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, allergy to metals, vaginal discharge, weight fluctuation, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight: 285 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: upon receiving information through email, it has been confirmed that case (B)(4) is a duplicate of this case. Hence all the information from duplicate case (B)(4) has been transferred to this case and the duplicate case has been marked for deletion. Information transferred case (B)(4): reporters information. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('pain/pelvic pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown whether plaintiff underwent essure confirmation test. . Concurrent conditions included obesity and perineal pain. Concomitant products included budesonide;formoterol fumarate (symbicort), iron, metoprolol succinate and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal distension ("other injury(ies) or complication(s): bloating"). In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain/ abdominal pain"). In 2014, the patient experienced allergy to metals ("nickel allergy/ allergy:nickel post-essure") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal via hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, urinary tract infection and weight increased outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, abdominal pain, metrorrhagia, iron deficiency anaemia and genital haemorrhage had resolved and the vaginal haemorrhage, fatigue, hormone level abnormal, migraine, nausea, vaginal discharge, weight fluctuation and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 285 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events perforation: fallopian tubes, metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, psych injury, uti and weight gain were added. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general abnormal. Bleeding, allergy: nickel post-essure were resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and pelvic pain ('pain/pelvic pain/ pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cough, nausea, vomiting and vertigo. It was unknown whether plaintiff underwent essure confirmation test. Concurrent conditions included obesity and perineal pain. Concomitant products included budesonide;formoterol fumarate (symbicort), iron, metoprolol succinate and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal distension ("other injury(ies) or complication(s): bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain/ abdominal pain"). In 2014, the patient experienced allergy to metals ("nickel allergy/ allergy:nickel post-essure") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("uti") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal via hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, urinary tract infection, weight increased and alopecia outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, abdominal pain, metrorrhagia, iron deficiency anaemia and genital haemorrhage had resolved and the vaginal haemorrhage, fatigue, hormone level abnormal, migraine, nausea, vaginal discharge, weight fluctuation and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 285 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: seriousness criteria for the event genital bleeding has been updated to non-serious, new event hair loss and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and perineal pain. Concomitant products included budesonide;formoterol fumarate (symbicort), iron, metoprolol succinate and salbutamol sulfate (albuterol sulfate). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and abdominal distension ("other injury(ies) or complication(s): bloating"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In 2014, the patient experienced allergy to metals ("nickel allergy") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal via hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, allergy to metals, vaginal discharge, weight fluctuation, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: previously reported event "injury " replaced with¿ pain/pelvic pain¿,events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, migraines / headaches, nausea, nickel allergy, vaginal discharge, weight gain / loss, other injury(ies) or complication(s): bloating, abdominal pain¿, reporter information ,patient history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.